Event description:
The hcp reported the pt presented to the neurologist complaining about a lack of benefit. Impedance was greater than 2000 ohms with a current drain less than seven. The hcp suspected a wire break.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.